Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed no issues. Leak testing, clear passage testing, clamp function testing were performed with no issues. The internal diameter (ID) of patient connector was measured and met specification. The reported problem was not duplicated or verified. A review of all batch record documents was performed for potentially associated lot number h13l11040 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. No abnormalities were identified during visual inspection, or inspection under a microscope. Leak, clear passage, and clamp functional tests were performed with no issues noted. Seal surface testing passed successfully. The diameter of the patient connector measured within specification. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set was unable to connect to the titanium adapter properly. The physician reported a gap between the titanium adapter and the transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.